Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the etco2 module is not working. Customer states it times out and shows a fault of "etco2 error". Tubing was changed, but this did not resolve the issue. Customer was unable to provide an exact date of when issue first started. Issue was found during daily check of the device. There was no patient involvement, therefore no health consequences or impact occurred.